Event description:
It was reported that the bd alaris smartsite low sorbing extension set was clogged. The following information was provided by the initial reporter: tpn line beeping occlusion. Flushed medline syringe manually and able to flush w/out difficulty. Looked and followed line and noticed filter looking brown.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris smartsite low sorbing extension set was clogged. The following information was provided by the initial reporter: tpn line beeping occlusion. Flushed medline syringe manually and able to flush w/out difficulty. Looked and followed line and noticed filter looking brown.

Manufacturer narrative:
H6: investigation summary: one sample model 20350e was returned for investigation by the customer. The set was examined for defects and abnormalities. Discoloration of the filter was seen. The sample was attached to a bd syringe and attempted to flush. The sample was successfully flushed. The customer complaint that the line beeping occlusion could not be replicated. A quality notification as sent to the supplier for the discoloration in the filter. Per the supplier investigation, the root cause of the discoloration has been unable to determined, however the fluids used within the filter set may have been a contributing factor to the color of the membrane to change in appearance. It has been deemed that this type of discoloration could not be caused during the manufacturing process at pall newquay and this defective unit has been deemed to have been caused post manufacturing. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.